Manufacturer narrative:
This complaint was received via user report and has been reported to lakemedelsverket. An investigation is pending at this time. A follow up will be submitted once additional information is obtained. The operating system is unknown so the d4 - model # and d4 - primary UDI number populated are for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a lake medelsverket declaration which reported the following information: a customer reported an application related issue with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system. Customer states they received and error message: "error communicating with server" and the customer was unable to obtain glucose readings. The customer was not alerted of changes in glucose level; however, they did not experience any symptoms. The customer received healthcare professional (hcp) administration of intravenous (IV) fluids, calcium tablets, and self-treated with an insulin injection (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported error communicating with the server. Attempted to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the os and device make/model , it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a lakemedelsverket declaration which reported the following information: a customer reported an application related issue with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system and app version 2.12.2.8979. Customer states they received and error message: "error communicating with server" and the customer was unable to obtain glucose readings. The customer was not alerted of changes in glucose level; however, they did not experience any symptoms. The customer received healthcare professional (hcp) administration of intravenous (IV) fluids, calcium tablets, and self-treated with an insulin injection (dose/type unknown). There was no report of death or permanent impairment associated with this event.